Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated where based on review, support found that the system was going through a period of transient optical instability, contributing to the differences observed in bg/sg. Support recommended performing a sensor relink to clear the calibration buffer and correct a potential calibration misalignment as a proactive troubleshooting measure. The user successfully completed the relink, and subsequent monitoring showed that the system was operating within expected performance. Following the relink, bg values aligned appropriately with sg trends, considering the normal physiological delay between blood glucose changes and interstitial glucose readings. The user was advised to continue using the system and to contact customer care if additional concerns arose. The user accepted the escalation outcome, and dms records confirm that the user remains actively using the system.